Event description:
It was reported that the patient had an inappropriate shock due atrial fibrillation exceeding the rate of the shock zone. Technical services advised that this cannot be avoided by changing the device settings, so they should discuss the need for rate control with the physician. There were no additional adverse patient effects.